Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame 22,506 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised that preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose proper implant size based on specific procedure and patient history. Ensure proper selection of bone punch or tap according to anchor size selection. Inspect all instruments for damage prior to use. Ensure the anchor is properly seated on the driver tip prior to and during implantation. Ensure the free ends of the suture securely fit into the suture retaining mechanism on the driver handle and that the sliding door is closed (if applicable). Avoid lateral loading while inserting the suture anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. For a trans-tissue approach the anchor must be rotated, as opposed to pushed, through the tissue to prevent tearing. The risk of suture anchor breakage during implantation is reduced by following the specified instructions for use listed below. Proper selection and placement of the implant are important considerations in the successful utilization of this device. Proper orientation and alignment of instruments is important during implantation of the crossft suture anchor to minimize possible breakage of the anchor. Breakage of the crossft suture anchor is possible if: a. The bone punch or tap is not inserted to the proper depth. B. The crossft suture anchor is not properly aligned with the pilot hole. C. The crossft suture anchor is loose or not securely attached on the driver. D. The crossft suture anchor inserter is used for prying. E. The crossft suture anchor is advanced too deep. F. A small amount of forward pressure is not applied while rotating the handle. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the cfp-5503 device was being used during an arthroscopy procedure on (B)(6) 2021 when it was reported "the correct steps were taken, for the placement of the device, at the time of screwing it broke so a titanium anchor had to be opened". The procedure was reported as being completed using an alternate device. Further assessment questioning found that the device was broken in the patient and all fragments were retrieved. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.